Event description:
Customer reported he was hospitalized due to diabetic ketoacidosis. Customer stated that he was hospitalized on november 23 and (B)(6) 2014. Blood glucose at the time of the admission was 676 and 850 mg/dl. Customer also reported he has had some no delivery alarms on the insulin pump and had infection. Last no delivery alarm event was three days ago; blood glucose value was 260 mg/dl; treated with a manual injection. Customer stated the alarm was resolved by a complete set change. Troubleshoot not completed for calibration errors and no delivery alarms as the customer was not able to continue. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-74103 for sensor.